Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of below-average voltage values regarding the patient cable was confirmed via the provided log file. The log file contained data spanning approximately 12 days ((B)(6) 2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. On (B)(6) 2020, the patient¿s voltage values were intermittently observed to be below average while the 14-volt patient cable was in use (~13.6 ¿ 13.9 volts). The low voltage values did not cause any atypical alarms to activate. No other notable events regarding the patient cable were observed. The 14-volt patient cable (lot number: 11015092202) was not returned for analysis. The root cause of the observed voltage changes within the log file was unable to be conclusively determined through this analysis. Review of the device history record for the 14-volt patient cable, lot number: 11015092202, showed the device was manufactured in accordance with manufacturing, and qa specifications. The heartmate ii patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their patient cables, to ensure that every piece of equipment is operating as expected. Users are recommended to obtain replacements if equipment behaves atypically. The heartmate ii patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided.

Event description:
Related MFR numbers: 2916596-2020-05382, 2916596-2020-05384. Technical services noted that the patient cable in use between (B)(6) 2020 at 19:54, and (B)(6) 2020 at 05:56, appeared to have cable fatigue, and the hospital has therefore, replaced the patient cable. There were no adverse patient events.